Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and amoxicillin (dose, route, frequency, and duration not reported) for peritonitis. Extraneal and reguneal therapies remained ongoing. At the time of this report, the patient had not recovered and remained hospitalized. While no breach in aseptic technique was reported, the patient was retrained on proper hand washing and disinfection with alcohol. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was a use error/break in aseptic technique (no further detail was provided). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.